Event description:
Patient called the nursing station to report air in IV tubing line. Nurse entered room to find air from above the infusion device all the way to the pt¿s peripheral access. The pump was not alarming and there was IV solution remaining in the bag above the pump. (B)(4).